Manufacturer narrative:
3m contacted facility to obtain further information. Nurse reported they are not sure how this incident occurred and have not noticed low adhesion with durapore at any time. Stated that patient is sometimes restless during treatment and this may have contributed to needle dislodgement.

Event description:
Machine alarmed tmp alarm. The needle came out. Patient found unconscious during routine blood pressure check. Staff layed patient back into trendelenburg. It was noted at that time that there was blood on patient dialysis chair and floor. Noted venous needle dislodged. Staff administered normal saline. Ems called. Transported to (B) (6) via ems. B/p 175/87. At discharge patient alert and cooperative. Admitted to hospital for 5 days. Was given 2 units of blood. Per report of rounding nurse as uneventful hospitalization. Discharged to home from hospital.